Manufacturer narrative:
Device evaluated by MFR: received coaccess electrode and cord with original box and product label. Heavy residue was present on the device indicating use/ handling. A visual examination of the device found the tines to be fully retracted and the metal cannula to be bent. A functional evaluation was performed by extending and retracting the array with resistance due to the bent cannula and heavy residue. The array extended fully and the tines were evenly spaced and un-deformed. A second functional evaluation was performed by measuring the continuity and electrode was able to conduct current indicating proper connectivity. The cord continuity was measured to be 0.23 ohm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-03179. It was reported insufficient roll-off occurred. The patient was undergoing radiofrequency ablation (rfa) of the liver utilizing a 3.5/15/15 leveen coaccess electrode and a rf3000 radiofrequency generator. The electrode was positioned properly and ablation was performed for 45 minutes; however, roll off was not achieved. The device was removed from the patient. Roll-off was achieved in approximately 15 minutes with a second electrode. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-03179. It was reported insufficient roll-off occurred. The patient was undergoing radiofrequency ablation (rfa) of the liver utilizing a 3.5/15/15 leveen coaccess electrode and a rf3000 radiofrequency generator. The electrode was positioned properly and ablation was performed for 45 minutes; however roll off was not achieved. The device was removed from the patient. Roll-off was achieved in approximately 15 minutes with a second electrode. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is fine.